Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported that they had a bent cannula. The customer's blood glucose 167 mg/dl at the time of incident. The customer stated that they changed the infusion set. The customer mentioned that the blood glucose dropped 41 mg/dl. The customer was advised how to prevent bent cannula. The insulin pump will not be returned for analysis.